Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02197. It was reported the patient is no longer receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the entire scs system was removed and replaced. The patient is receiving effective stimulation thus issue has been resolved.